Event description:
Misfired during the procedure. Manufacturer response for device, thermal ablation, endometrial, minerva single sterile disposable handpiece (per site reporter). Will send return box.